Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that a 911 call was made on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was 25 mg/dl. Customer was not taken to the hospital, only treated by paramedics. It was reported that customer had passed out and was having a seizure. It was found that basal rates were not correct and was too high. Customer's blood glucose at the time of call was 366 mg/dl. Caller declined troubleshooting due to knowing what caused low blood glucose.